Event description:
Vent was in continuous positive airway pressure (CPAP) spontaneous mode, no patient effort was initiated for an unknown amount of time (approximately 20-30 seconds), and the vent failed to transition into full support mode as needed by the patient.